Event description:
It was reported that the patient with this electrode received multiple inappropriate shocks. Their subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed in the primary vector at the time. All vectors were evaluated, and only the secondary vector was deemed appropriate. Following discussion with the physician, the device was reprogrammed to the secondary vector. Therapy remains disabled, and the patient is currently wearing a lifevest. Chest x-rays were ordered, and device data was downloaded and forwarded to technical services (ts) for evaluation. Ts reviewed the available data and images, noting they had eight episodes for evaluation, three of which showed inappropriate therapy delivery and five of which were untreated. All eight episodes were created due to t-wave oversensing and were recorded on the primary vector. The episodes show small signal amplitudes and changing morphologies. These are not signs of an electrode defect, per ts. In view of the current electrode position (distance between the sternum and the electrode) and the resulting shock impedance of approximately 140 ohms, ts nevertheless recommended a revision of the electrode. At this time, there is no evidence to suggest intervention has been performed. No additional adverse patient effects were reported.